Manufacturer narrative:
The device was not returned to olympus for evaluation. A potential cause for the damage to the tip is operator technique. The device instruction manual contains several warning statements to prevent damage to the device tip: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿

Event description:
Olympus was informed that during a total laparoscopic hysterectomy / bilateral salpingectomy procedure, the metal device tip broke off when the device was activated. There was no reported patient injury, error message or other device damage.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, update the lot number. The device returned to olympus for evaluation. The evaluation confirmed the customer complaint for a piece of metal breaking off from the tip. The evaluation found the probe tip broken off at the base and missing. There was no metal exposed underneath the teflon pad.